Manufacturer narrative:
H3 other text : device not returned.

Event description:
The customer reported the mx400 displayed a speaker malfunction error. A good faith effort (gfe) was sent to clarify if there was any sound present during the inop and when the speaker issue was found, but no further info could be received. Patient involvement is unknown. There was no report of patient or user harm. The remote support engineer (rse) spoke to the customer and confirmed the inop "loudspeaker fault" issue. He could confirm that sound was still present. The rse recommended the replacement of the mother board to resolve the issue. Based on the information available and the communication conducted, the cause of the reported problem was a defective main board. The customer was provided a replacement part to resolve the issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported the mx400 displayed a speaker malfunction error. Sound is not confirmed to be present. Patient involvement is unknown. There was no report of patient or user harm.